Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain in the scrotal and perineal area during intercourse as the cylinders were too big. A revision surgery was performed to remove and replace cylinders and pump with the correct sizing. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with pain and length too long may have been due to a potential measurement error at implant.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain in the scrotal and perineal area during intercourse as the cylinders were too big. A revision surgery was performed to remove and replace cylinders and pump with the correct sizing. There were no further patient complications reported.